Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h6 (update codes), and h11. H11: the actual devices were not available; however, photographs of the samples and nine (9) companion samples were received for evaluation. A visual inspection was performed on all the samples. Photos 1 and 2 showed the back of the blister packaging, while photo 3 displayed the front (printed side) of one (1) blister package related to the product. The visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and the blister packaging was difficult to open, the test failed in eight (8) samples. The reported condition was not observed in one (1) unit. The reported condition was verified in eight (8) companion samples. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event began around september 15th, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified quantity of dual luer lock caps were challenging to open. Scissors were used to try to rip the packaging resulting in many caps landing on the floor or being contaminated. The issue was further described as "the edges provide no lose edge for staff to be able to tear away the clear packaging from the white backing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.